Event description:
A customer contacted the MFR regarding falsely low valproic acid (vpa) results from a single patient generated by the synchron cx5 delta instrument. The vpa result was 6ug/ml; significantly lower than the 2 vpa results (60 and 68ug/ml) obtained at the time of patient admission through the ER. The vpa dosage was doubled for the patient. A fresh sample was collected from the patient after the vpa dosage and tested for vpa; the result was still"low" (the actual result was not provided). The customer was advised by the MFR hotline to run a mixture (1:1) of the patient sample with a vpa calibrator of known concentration (150ug/ml). The vpa result obtained from the mixture was 9.1ug/ml (expected value - 78 ug/ml). Results obtained suggested on interference in the patients' sample. The customer indicated that another sample was collected from the patient and tested for vpa on the synchron cx5 delta and at the reference lab. The customer indicated that the patient has been discharged. No additional information was provided regarding the event.

Manufacturer narrative:
The customer indicated that qc was within specifications during the period of this event. The customer indicated that no problems were noted with other chemistry results generated on this instrument during the period of this event. Service history: telephone assistance was provided to the customer by the MFR hotline. A malfunction will be assumed for the purpose of this report. The root cause is unk and unknowable.